Event description:
During transport of a pt, the unit displayed "ECG comm error". No harm to pt.

Manufacturer narrative:
Welch allyn attempted to obtain pt information from this user facility. However, the facility reported that it did not possess such information and could not provide it.